Event description:
It was reported that r waves were unstable. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that r waves were unstable. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned, analyzed, and no anomalies were found.